Event description:
It was reported that the ilet sustained physical damage after being dropped, resulting in a broken connector and repeated motor stall alerts and ¿unable to proceed¿ alerts during attempts to restart, dry run, and priming, consistent with an insulin pump motor stall and device connection malfunction. Symptoms included hyperglycemia, with a reported blood glucose of 244 mg/dl. Outcomes included temporary interruption of insulin pump therapy, transition to multiple daily injections, and continued glucose monitoring with a paired cgm. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.